Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported during patient use, 28 to 30 hours after the catheter was placed into the patient body, the console exhibited an air trap alarm, blood was noted on the saline bag and a leak was suspected. The suk and catheter was removed however were not replaced. No patient harm or consequence was reported. Reference MFR # 3010617000-2017-00826 for suk .

Manufacturer narrative:
The customer reported complaint for a catheter leak was confirmed during functional testing. A balloon pinhole leak was observed when the pressure was applied. A visual inspection of the returned catheter was performed. The catheter was received with accumulated blood on the balloons, shaft, and luer tubing's and infusion ports. The balloons were examined and there were no tears, balloons bond detachment or rupture. All lumens flushed as intended. During functional testing, the returned catheter was connected to a pressurized inflation device and pressure was increased up to 100psi. Immediately upon pressurization, a pinhole leak was noted. Balloons were able to deflate without difficulties. No abnormalities with the catheter were seen that would have contributed to the symptoms for the pinhole leak. During manufacturing, all quattro catheters are 100% inspected for leaks by subjecting them to pressure testing. Thus, it is probable that the pinhole leak was caused by abrasive surface contact to the catheter during device operation. All catheters go through a thorough 100% inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This includes destructive testing to verify burst strength prior to lot release. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for quattro catheter with lot number 69227.